Event description:
Per complaint report sent by the distributor, coil showed as being detached and yet when pulled back, the coil was discovered to have detached in the microcatheter. As a result, an enterprise stent was deployed to protect the vessel from the coil sitting inside it.

Manufacturer narrative:
The device was not returned. Without the return of the device, the root cause of the problem reported can not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance product log yielded no other complaints with this lot.